Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were evaluated, cleaned and regreased. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was intermittently arcing and giving overvoltage errors. The system locked up and required a reboot. There is no report of death or serious injury.